Event description:
The medical center in (B)(6), 2020 had an impella cp support of 36 hours that was weaned and explanted. The patient had the support for deterioration after coronary artery bypass grafting (CABG). The patient had left or on iabp support, but was escalated the cp. Later in (B)(6), 2023 there was a publication in a local newspaper that was found sharing the patient had been harmed and suffered lasting limb issues. The impella access limb had been restrained too tightly and the patient developed "permanent nerve injury" with foot drop. The peroneal nerve was compromised.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. No product was returned for review. Without further clinical details surrounding the patient's condition and the product returned for analysis, the root cause of the nerve injury could not be determined.